Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report received from (B)(6) reported patient previously experienced screw removal for failed arthrodesis, was implanted with hindfoot arthrodesis nail and spiral blade and post operatively the blade migrated and patient was revised to a new spiral blade. Eight weeks postoperatively, this second blade migrated. It is unknown how patient was treated following the second incidence of blade migration. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot 6837116 revealed that the end cap for spiral blade was manufactured by mark two engineering. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot initially conformed to specifications and was inspected and conformed to the synthes incoming final inspection sheet. Due to an unknown cause, the side opposite the stardrive has a deep mark, scratch on the surface near the chamfer; and the part exhibits worn and marked areas around the stardrive.